Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. Reportedly, the cgm bg reading ranged from 97 to 154 mg/dl, and the meter bg reading ranged from 81 to 128 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.